Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she had been experiencing low blood glucose since the night prior, and the blood glucose reading was 39 mg/dl. She treated with carbohydrates and food. She stated that she had lowered her basal rates before, and upon troubleshooting, she was assisted with changing the basal rates to her original rates per her request. He observed the lower blood glucose levels after she had raised the basal rates which her doctor had programmed previously. She was advised to monitor the insulin pump. Nothing further reported.